Manufacturer narrative:
The provided calibration and qc results were acceptable and gave no indication of a performance issue with the reagent or the instrument. The analyzer alarm history did not contain any conspicuous events. The system was inspected and adjustments were made to both sample probes, and gear pump pressure. The cell covers were inspected and it was determined the reaction disc screws weren't secure. The customer performed qc testing with acceptable results. There have been no further issues following the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) result for 1 patient sample tested on a cobas c513 analyzer commercial system. The initial hba1c result was 12.49%. The customer stated that their laboratory information system (lis) automatically rounded the result up to 12.5% the initial result was reported outside of the laboratory but was questioned by the nurse. On (B)(6) 2019 the nurse requested the original sample was retested and had an hba1c result of 5.97%. By mistake, the laboratory technician believed the initial hba1c result of 12.5% was actually the retest value so they informed the physician that the high result had been confirmed. The physician ordered a home glucose monitoring system for the patient. On an unspecified date, the patient came into the office to perform testing using their new glucose monitoring system. Using the point of care system they had an hba1c result of 5.7%. On (B)(6) 2019 the original patient sample was tested again and had an hba1c result of 5.79%. On (B)(6) 2019 the original patient sample was tested again and had an hba1c result of 5.79%. The hba1c reagent lot was 401261 with an expiration date that was not provided.